Event description:
It was reported to philips that the system shut down during a procedure, and the room remains non-functional on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service informed the customer for further management. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).